Event description:
It was reported that the patient presented in the emergency room. Upon interrogation, it was observed that the right ventricular (rv) lead exhibited failure to capture. The rv lead was capped and replaced on (B)(6) 2021. The patient was discharged the next day.

Event description:
New information indicated the patient presented to the emergency room with dizziness.